Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and dat test at 0.08785 inches. No under or over delivery anomaly, bolus anomaly, basal anomaly or displacement anomaly noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The stop current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and unexpected restart error test. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he had hyperglycemia of 23.5 mmol/l due to possible under delivery of insulin. The customer reported that he had been having issues since (B)(6) 2018. The customer reported that he had not treated for the blood glucose. The customer reported that the insulin pump may have been under delivery insulin because his blood glucose increased from 11 mmol/l to 23.5 mol/l/. Troubleshooting was performed. The customer reported that the drive support cap was normal. The customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The customer also declined to check for possible site issues. The insulin pump passed the displacement test and high pressure test. The customer was advised to follow up with health care professional. The customer was also advised to revert to back up plan due to exposure of xray. Product is expected to return for analysis.